Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis.

Event description:
It was reported that on (B)(6) 2019, during orthopedic procedure, the medullary reamer head broke while reaming. A backup was available. There were fragments generated but it was left in femur. The surgeon was good leaving them in. There was no surgical delay. Procedure was successfully completed. There was no patient consequence. Concomitant device reported: unknown flexible shaft (part # unknown, lot # unknown, quantity # 1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).